Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital. The customer also had high blood glucose of 259 mg/dl but they were unable to specify whether the hospitalization was caused by the hyperglycemia. Troubleshooting was declined. The insulin pump was not returned for analysis.